Manufacturer narrative:
Date sent; 11/21/2007. The analysis results found that the er450 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lc procedure, after the surgeon fired the device on the cystic duct, no clip was in the jaw. A new like device was used to complete the procedure. No patient consequence reported.